Event description:
It was reported that angiography noted a persistent pseudoaneurysm with a perforation at the posterior tibial artery, due to a previous revascularization in the right sfa and popliteal via retrograde tibial access of the posterior tibial artery. The physician was concerned about compartment syndrome due to the perforation. A graftmaster stent was planned to be placed to cover the perforation site and a possible fasciotomy was planned to relieve the pressure in the compartments. A 3.0 x 20 mm unspecified balloon was advanced and inflated at the perforation site for over three minutes. Repeat angiogram showed no improvement and it was decided to proceed with the graftmaster stent. A 3.0 x 16 mm graftmaster stent was advanced and deployed over the perforation. Repeat angiogram post stent deployment showed persistent extravasation in the distal portion of the stent. A second graftmaster stent (3.5 x 16 mm) was implanted overlapping the first graftmaster stent. Repeat angiogram showed good resolution and the procedure was completed. As previously planned, it was decided to proceed with the fasciotomy to relieve the compartment pressure. The patient was taken to the operating room, where the fasciotomy was successfully performed. Post surgery, the patient was reported to be clinically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. In this case, it is unknown if the treatment in the posterior tibial artery contributed to the reported leak.